Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of electrocardiograms revealed that the implantable cardioverter defibrillator exhibited a diagnostics anomaly. During a ventricular tachycardia-2 episode, morphology scores intermittently appeared. There were no scores displayed for most non-matches. The issue was believed to be due to the signal on the discrimination channel being less than a minimum amplitude resulting in an invalid score. No device intervention was performed. No patient symptoms were reported.